Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high pacing impedance measurement of greater than 2000 ohms. The cause of the impedance problem remains unknown at this time. The patient¿s ICD and rv lead continue to remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.